Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display. The blood glucose level was 345 mg/dl at the time of incident. Customer states that insulin pump neither dropped or bumped. The insulin pump will be returned for analysis

Manufacturer narrative:
The pump screen displayed properly and no missing segment/partial display anomaly noted. However, the pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery test due to the motor error alarms.